Manufacturer narrative:
Product discarded and no photo available.

Event description:
It was reported that during a surgical procedure at the user facility, a hair was found in the sponge pack. The procedure was completed successfully without a clinically significant delay; there were no adverse consequences or medical intervention reported.